Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the screwdriver did not make the expected noise when connecting the left ventricular (lv) lead but the lead seemed to be fixed in the header of the cardiac resynchronization therapy defibrillator (crt-d). It was noted the lv lead could not be retracted from the header. A second screwdriver was used to fixate the right atrial (ra) lead and right ventricular (rv) lead with no resistance and the leads were fixed. The ra and rv leads were able to be unscrewed from the device header but the lv lead could not be unscrewed. It was noted both of the screwdrivers did not feel settled in the head of the screw. Both the rv and ra leads were fixed again but without the "momentum feedback" that was expected. All impedance values were within range and it was chosen to implant the device, which remains in use. No patient complications have been reported as a result of this event.